Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze during use. The programmer passed functional testing. It was confirmed that the keyboard was broken, as was other external components. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze during work and had a broken keyboard. The programmer was returned for service. No patient complications have been reported as a result of this event.